Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and to correct information provided in the initial report. The following sections were corrected: d9, h3. Based on the results of the investigation, the device was not returned to olympus for evaluation and the customer's allegation was not confirmed. The root cause could not be identified. However, based on feedback from the field service engineer (fse), the device was restored to normal after a repair order. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A customer reported to olympus, the evis lucera elite video system center displayed no image during a procedure. The unspecified procedure was completed using a replacement device. There was no report of procedural delay or patient harm associated with this event.